Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 34, 58, 194 mg/dl and 346 within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.